Event description:
It was reported that (1) device was used during a laparoscopic extraperitoneal hermoplasty. It was reported by the affiliate that the surgeon only fired 5 staples instead of 20. After the 5 staples there was no more fired from the device. Another instrument was used to complete the case. There was no consequence to the patient.